Event description:
The customer reported a vent inop condition; o2 valve liftoff failure found in the significant event log. If it were to occur during use it could cause the unit to shut down. If the unit shuts down an audible alarm will alert the user. No patient involvement reported.